Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: a crack was observed at the top of the battery compartment. Unrelated to the initial complaint, the display screen was observed to be dim with a pink hue and fading text.